Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted there was a crack on the venous luer adapter. The placement of the crack suggested it was created by overtightening the adapter. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by overtightening the luer adapter can cause excess stress on it which can lead to cracks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, two months after the catheter was implanted, during hemodialysis and hemodiafiltration (hd <(>&<)> hdf), the blue end of the catheter could no longer be used due to blood oozing and air leakage. It was also reported that a leak and crack were found in the blue venous adapter. Additionally, the blue end of the catheter was no longer usable, and there will be blood leakage. The dialysis process was led out using the red end of the catheter, while reinfusion was performed through an injection in the forearm. Nothing unusual was observed on the device prior to use. There were no other defects or damages were found on the product, and no excessive force was used to the device. Betadine and alcohol are typically used to clean the adapters, while iodine and alcohol were used as cleaning agents on the device. The insertion site was not treated prior to product placement, and tego was not utilized. The catheter was not repaired, and no remedial action was taken. The treatment was completed. The reported catheter remained in the patient without any changes. There was no blood loss, and a blood transfusion was not performed. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, two months after the catheter was implanted, during hemodialysis and hemodiafiltration (hd & hdf), the blue end of the catheter could no longer be used due to blood oozing and air leakage. It was also mentioned that a leak and crack were found in the blue venous adapter. The dialysis process used the red end of the catheter to lead out, while reinfusion was done through an injection in the forearm. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product, and no excessive force was used on the device. Betadine and alcohol are typically used to clean the adapters, while iodine and alcohol were used as cleaning agents on the device. The insertion site was not treated prior to product placement, and tego was not utilized. The catheter was not repaired, and no remedial action was taken. There was no blood loss, and a blood transfusion was not performed. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.